Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account states that a sample from another patient generated a falsely elevated troponin I result of 0.130 ng/ml and upon repeat analysis yielded results of 0.034 and 0.028 ng/ml. No adverse outcomes were reported related to this issue.